Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that during insertion into the patient's right side brachial vein, the sheath/dilator tip "flowered." As a result, a new one was used to complete the procedure. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.